Event description:
Major pump unit(s) involved: blood pump, drive unit failure; external control system failure.specific component(s) involved: external controller malfunction; driveline malfunction; other component malfunction.

Event description:
Major pump unit(s) involved: blood pump; drive unit failure; external control system failure. Additional text: device alarms/syncope; intermittent pump stoppage; continued alarms. Specific component(s) involved: external controller malfunction; driveline malfunction; other component malfunction, specify. Additional text: possible fracture to driveline internally; continued alarms/exchanged. Multiple times other component: intermittent pump stoppages. Causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): other interventions, specify. Other intervention : replacement lvad. Implant device type: lvad.